Manufacturer narrative:
As reported, the optifix fixation device deployed broken fastener while fixating in copper's ligament. Photo provided shows one intact fastener and multiple pieces of broken fasteners. The most probable cause of the device failure reported is the result of attempted deployment into the coopers ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ this is an addendum to the initial MDR and is submitted to document the sample evaluation results. Evaluation of the returned sample finds for bent cannula. The reported broken fasteners deployed are known result of bent components and can present while firing into underlying hard structures. The cannula is found to be bent from applied forces while fixating at cooper¿s ligament. No manufacturing anomies were found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a bilateral hernioplasty, the optifix fixation device was used to fixate the 3dmax mesh. It was reported that the first fastener was deployed in cooper's ligament, which came out incomplete and when attempted to deploy further fasteners, the device deployed broken and bent fasteners. The procedure was completed by using another manufacturers device. There was no patient injury.

Event description:
As reported, during a bilateral hernioplasty, the optifix fixation device was used to fixate the 3dmax mesh. It was reported that the first fastener was deployed in cooper's ligament, which came out incomplete and when attempted to deploy further fasteners, the device deployed broken and bent fasteners. The procedure was completed by using another manufacturers device. There was no patient injury.

Manufacturer narrative:
As reported, the optifix fixation device deployed broken fastener while fixating in copper's ligament. Photo provided shows one intact fastener and multiple pieces of broken fasteners. The most probable cause of the device failure reported is the result of attempted deployment into the coopers ligament. Review of manufacturing records confirms product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The precautions section states ¿insertion of fasteners is possible into some collagenous structures such as ligaments and tendons but is not possible directly into bone or cartilage. This may damage the device and result in compromised fixation strength.¿ note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.